Event description:
Throat was swollen [pharyngeal oedema]. Trouble swallowing [dysphagia]. Sore throat [oropharyngeal pain]. Trouble talking [speech disorder]. Case description: a spontaneous report was received on 12-nov-2009 from a (B)(6) male pt with a history of osteoarthritis, (B)(6), who experienced trouble swallowing, sore throat, throat was swollen, and trouble talking after starting synvisc one. The pt had no history of previous treatment with synvisc. He reported that the received an injection of synvisc one into his right knee on a monday and an injection into his left knee on a thursday approximately a month ago ((B)(6)-2009). He reported having received a flu shot on the friday after receiving synvisc one in both knees and prior to experiencing any adverse events. Over the weekend, he had trouble swallowing. By monday he could only swallow liquids and no solids. He experienced a sore throat and trouble talking. On an unknown date he was seen by an ear, nose and throat specialist who noted that his throat was swollen and questioned the possibility of sleep apnea. On an unknown date the pt went to the emergency room (ER) and received oral steroids and an antibiotic. The pt said that two days after his initial visit to the ER he returned and was treated with a steroid shot. The pt was also seen by a gastroenterologist who performed an endoscopy and a brain scan. The results of both tests were negative. The pt was seen by his "regular physician" who performed unspecified blood tests that ruled out any current medications as the cause of his swallowing difficulties. He reported that the physician who administered synvisc one felt that his trouble swallowing is unrelated to synvisc one. At the time of this report, the pt had not yet recovered. Manufacturer's comment: the benefit-risk relationship of synvisc one is not affected by this report.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided and batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. On a periodic basis, date is presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated to any product complaint.